Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device confirmed the reported event of device breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial sizer cracked into multiple pieces. The femoral extractor was bent and became sharp. The wrench would not lock onto tibia, appears worn. No surgical delay.